Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were removed or broken on the bottom case and plunger assembly upon receipt, and a non-original equipment manufacturer top case was found on the pump. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the check syringe flange sensor was found at power up and the device failed the flange sensor test. Root cause of the reported issue is due to incorrect assembly and misaligned optocoupler by the customer. Reassembled the optocoupler, performed preventive maintenance and all functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported that the device exhibited a motor sensor error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: b5: additional information received on 18-oct-2022 via email and attached to complaint object: no patient involvement. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.